Event description:
The shaking stopped once stimulation was back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting about two weeks ago when the patient charges his implantable neurostimulator (ins), the ins battery was fully charged within 5-10 minutes but normally it takes an hour and a half to two hours. Patient also noticed about 2 weeks ago, he has been shaking more. Patient mentioned that they met with the manufacturer's representative (rep) at the neurologist office 6-8 months ago and the medtronic employee updated his ins so it would last another 5-6 years. During the call, patient used their recharger and reported the ins battery icon was nearly fully charged. Patient checked the stimulation on/off icon on the recharger and reported the lightening bolt did not appear in the upper left corner. It was confirmed that stimulation was off and that is probably why the ins battery charges within 5-10 minutes and since stimulation was off it made sense his symptoms would return. Further discussion revealed patient had not used the patient programmer (pp) to turn stimulation off, and patient had not let the ins battery run out nor had he had any medical tests or procedures where he needed to turn stimulation off. Patient stated he did not know how stimulation could have been turned off. Patient was redirected to health care provider (hcp) to report stimulation turning off. Patient could not use the pp during the call. It was reviewed that once the pp was replaced, he can use it to turn stimulation back on. The shaking was not that bad and patient stated he can tolerate it.